Event description:
It was reported that pump experienced malfunction that displayed malfunction code and required reset. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset with assistance, and malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.